Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('bleeding'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('abnormal bleeding (menorrhagia)'), gallbladder disorder ('gastrointestinal or digestive system condition (gallbladder)'), hypothyroidism ('autoimmune disorder ; hypothyroidism'), pneumonia ('lung infection') and precancerous skin lesion ('precancerous skin') in a 41-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included zantac. The patient's concurrent conditions included fatty liver, anxiety, depression, arrhythmia, asthma and hypercholesterolemia. Concomitant products included fluticasone propionate;salmeterol xinafoate (advair), levothyroxine sodium (synthroid) since 2004, liothyronine sodium (cytomel) from 2010 to 2012, lorazepam since 2015, metoprolol and sertraline hydrochloride (zoloft) since 2006. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient started zantac at an unspecified dose and frequency. In 2007, the patient experienced rash ("skin rash / rashes or skin conditions (rash between breasts back and thighs)"), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea ( pain that lasted longer than seven days"). On (B)(6) 2007, the patient experienced constipation ("constipatio"), 3 months 12 days after insertion of essure (ess205). In 2008, the patient experienced diarrhoea ("diarrhea") and abdominal distension ("abdominal bloating"). In 2010, the patient experienced amnesia ("neurological conditions or problems type: memory loss") and feeling abnormal ("fog"). In 2015, the patient experienced reproductive tract disorder ("change from normal reproductive system"). In 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cysts"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient was found to have smear cervix abnormal ("tumor/teratoma/cancer type:-different cellular changes"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), cyst ("cysts"), gastrointestinal disorder ("bowel issues"), swelling ("swelling"), bladder disorder ("bladder problem or changes"), urinary tract disorder ("urinary problems or changes"), tooth disorder ("dental problems"), fatigue ("fatigue"), gallbladder disorder (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches"), device expulsion ("migration of essure (more than 50% in uterine cavity)/ migrated"), hypothyroidism (seriousness criterion medically significant), adnexa uteri pain ("severe pain right side ovary"), pain ("body aches"), abdominal pain lower ("left lower quadrant pain"), groin pain ("groin pain"), pneumonia (seriousness criterion medically significant), ear infection ("ear infection"), upper respiratory tract infection ("upper respiratory infection"), sinusitis ("sinus infection"), back pain ("back pain"), memory impairment ("forgetful"), flank pain ("pain in left side"), abdominal adhesions ("adhesion to bowel"), precancerous skin lesion (seriousness criterion medically significant) and depression ("depression") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation, ablation, hysterectomy (full) salpingectomy (bilateral) and surgery (gallbladder). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pain and flank pain had resolved, the genital haemorrhage, rash, cyst, gastrointestinal disorder, swelling, bladder disorder, urinary tract disorder, tooth disorder, dysmenorrhoea, dyspareunia, gallbladder disorder, migraine, headache, device expulsion, smear cervix abnormal, reproductive tract disorder, adnexa uteri pain, diarrhoea, abdominal distension, constipation, abdominal pain lower, groin pain, amnesia, feeling abnormal, pneumonia, ear infection, upper respiratory tract infection, abdominal adhesions, precancerous skin lesion and depression outcome was unknown and the weight increased, vaginal haemorrhage, menorrhagia, fatigue and hypothyroidism was resolving. The reporter considered abdominal adhesions, abdominal distension, abdominal pain lower, adnexa uteri pain, amnesia, back pain, bladder disorder, constipation, cyst, depression, device expulsion, diarrhoea, dysmenorrhoea, dyspareunia, ear infection, fatigue, feeling abnormal, flank pain, gallbladder disorder, gastrointestinal disorder, genital haemorrhage, groin pain, headache, hypothyroidism, memory impairment, menorrhagia, migraine, ovarian cyst, pain, pelvic pain, pneumonia, precancerous skin lesion, rash, reproductive tract disorder, sinusitis, smear cervix abnormal, swelling, tooth disorder, upper respiratory tract infection, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results: on (B)(6) 2016 patient had surgical pathology report resulted in uterus, bilateral fallopian tubes, bilateral ovaries and essure implant: - disordered weakly proliferative and metaplastic endometrium. - adenomyosis. - small uterine leiomyoma. - uterine serosa, no significant pathologic changes. - cervix, nabothian cysts, microglandular hyperplasia and squamous metaplasia. - left ovary, corpus luteum, benign mucinous cyst and follicular cyst. - right ovary, serous cystadenoma, 1.5 cm, and follicular cyst. - bilateral fallopian tubes, reactive epithelial changes, negative for malignancy. - right, benign paratubal cyst, 1.7 cm. - essure coils, x2, noted grossly. Essure coils have been saved and given to accessioning department for appropriate handling. On (B)(6) 2007 patient had hysterosalpingogram test resulted in there is a spring like coil extending into the uterine cavity from the left fallopian tube; believed to be the outer coil of the essure. More than 50 percent appears to be within the cavity. The inner coil appears to be within the fallopian tube and there is no spillage of contrast from the left fallopian tube. Normal positioning of the right essure device without opacification. Abdominal adhesions concerning the injuries reported in this case, the following ones were described in patient¿s social media: pneumonia, ear infection, upper respiratory infection, sinus infection, depression, back pain, memory impairment, flank pain, abdominal adhesions. Most recent follow-up information incorporated above includes: on 2-dec-2019: pfs and social media received: reporter information, medical history and concomitant drug was added. New events "reproductive system disorder or condition type of disorder or condition: ovarian cysts, neurological conditions or problems type: memory loss, fog, lung infection, ear infection, upper respiratory infection, sinus infection, depression, back pain , forgetful, pain in left side , adhesions bowel, precancerous skin" were added. Severity of event " pelvic pain" was updated as " severe". No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("bleeding") and gallbladder disorder ("gastrointestinal or digestive system condition (gallbladder)") in a 41-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fatty liver, anxiety and depression. Concomitant products included levothyroxine sodium (synthroid) since 2004, liothyronine sodium (cytomel) from 2010 to 2012, lorazepam since 2015 and sertraline (zoloft) since 2006. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, 3 months 12 days after insertion of essure (ess205), the patient experienced constipation ("constipatio"). In 2008, the patient experienced diarrhoea ("diarrhea") and abdominal distension ("abdominal bloating"). In 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced reproductive tract disorder ("change from normal reproductive system"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), rash ("skin rash / rashes or skin conditions (rash between breasts back and thighs)"), cyst ("cysts"), weight increased ("weight gain"), gastrointestinal disorder ("bowel issues"), swelling ("swelling"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder problem or changes"), urinary tract disorder ("urinary problems or changes"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), gallbladder disorder (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches"), device expulsion ("migration of essure (more than 50% in uterine cavity)"), hypothyroidism ("autoimmune disorder ; hypothyroidism"), smear cervix abnormal ("tumor/teratoma/cancer type:-different cellular changes"), adnexa uteri pain ("severe pain right side ovary"), pain ("body aches"), abdominal pain lower ("left lower quadrant pain") and groin pain ("groin pain"). The patient was treated with surgery (hysterectomy (full) salpingectomy (bilateral)), surgery (ablation) and surgery (surgery (gallbladder). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain and pain had resolved, the genital haemorrhage, rash, cyst, gastrointestinal disorder, swelling, bladder disorder, urinary tract disorder, tooth disorder, dysmenorrhoea, dyspareunia, gallbladder disorder, migraine, headache, device expulsion, smear cervix abnormal, reproductive tract disorder, adnexa uteri pain, diarrhoea, abdominal distension, constipation, abdominal pain lower and groin pain outcome was unknown and the weight increased, vaginal haemorrhage, menorrhagia, fatigue and hypothyroidism was resolving. The reporter considered abdominal distension, abdominal pain lower, adnexa uteri pain, bladder disorder, constipation, cyst, device expulsion, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, gallbladder disorder, gastrointestinal disorder, genital haemorrhage, groin pain, headache, hypothyroidism, menorrhagia, migraine, pain, pelvic pain, rash, reproductive tract disorder, smear cervix abnormal, swelling, tooth disorder, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results: on (B)(6) 2016 patient had surgical pathology report resulted in uterus, bilateral fallopian tubes, bilateral ovaries and essure implant: disordered weakly proliferative and metaplastic endometrium. Adenomyosis. Small uterine leiomyoma. Uterine serosa, no significant pathologic changes. Cervix, nabothian cysts, microglandular hyperplasia and squamous metaplasia. Left ovary, corpus luteum, benign mucinous cyst and follicular cyst. Right ovary, serous cystadenoma, 1.5 cm, and follicular cyst. Bilateral fallopian tubes, reactive epithelial changes, negative for malignancy. Right, benign paratubal cyst, 1.7 cm. Essure coils, x2, noted grossly. Essure coils have been saved and given to accessioning department for appropriate handling. On (B)(6) 2007 patient had hysterosalpingogram test resulted in there is a spring like coil extending into the uterine cavity from the left fallopian tube; believed to be the outer coil of the essure. More than 50 percent appears to be within the cavity. The inner coil appears to be within the fallopian tube and there is no spillage of contrast from the left fallopian tube. Normal positioning of the right essure device without opacification. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs and mr received, reporter added, concomitant condition added, events added as:- abnormal bleeding (vaginal, menorrhagia), autoimmune disorder (thyroid), bladder or urinary problems or changes, dental problems, dysmenorrhea, dyspareunia, gastrointestinal or digestive system condition (gallbladder, bowel issues),migraines/headaches, migration of essure (more than 50% in uterine cavity),tumor/teratoma/cancer (cellular changes), changes from a normal reproductive system, right side ovary pain, body aches, diarrhea, constipation, left llq pain, groin pain. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("bleeding") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rash ("skin rash"), cyst ("cysts"), weight increased ("weight gain"), gastrointestinal disorder ("bowel issues") and swelling ("swelling"). The patient was treated with surgery (had surgery to remove essure). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, rash, cyst, weight increased, gastrointestinal disorder and swelling outcome was unknown. The reporter considered cyst, gastrointestinal disorder, genital haemorrhage, pelvic pain, rash, swelling and weight increased to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.